Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. The customer blood glucose level was 552 mg/dl at the time of incident and other blood glucose level 49 to 89 mg/dl blood glucose. The customer was treated with food. Customer declined to troubleshoot. The device will be not returned for analysis.